Manufacturer narrative:
. The death and event dates are approximate. The exact dates were not provided. . Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 imdrf code f02 is being used to capture the reportable event of death.

Event description:
Boston scientific corporation received information via a social media post that the initial reporter knew a woman that had an esg procedure and the woman died last year. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.